Manufacturer narrative:
H3: no device or device photo was returned for investigation. Due to this, no root cause was determined. The device history review of the reported lot number found no non-conformities during the manufacturing process. If the product is returned, this complaint will be reopened for further investigation.

Event description:
It was reported that a line blocked alarm occurred (not an ICU med device). The cassette and infusion set were changed at the time of the alarm (not an ICU med device). The infusion set and cassette were discarded, and a replacement was processed by pss. No additional assistance was required at the time. The event occurred while in use with a patient. There was no patient injury.